Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain in right side"), genital haemorrhage ("heavy bleeding, blood clotting") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), fallopian tube cyst ("cysts/cysts on fallopian"), the first episode of alopecia ("hair loss"), migraine ("migraines"), anxiety ("anxious"), depression ("depressed"), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), headache ("migraines / headaches"), skin disorder ("rashes or skin conditions types,"), fatigue ("fatigue,"), hypersensitivity ("allergic or hypersensitivity reaction type"), the second episode of alopecia ("hair loss") and rash ("rashes or skin conditions types,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation,, fallopian tube cyst removal surgery and surgical procedure with removal of the device). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, fatigue and rash had resolved, the genital haemorrhage, abdominal distension, fallopian tube cyst, anxiety, depression, menorrhagia, vaginal haemorrhage, weight increased, headache, skin disorder and hypersensitivity outcome was unknown and the migraine and the last episode of alopecia was resolving. The reporter considered abdominal distension, anxiety, depression, fallopian tube cyst, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, skin disorder, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement.. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received: events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, rashes or skin conditions types, fatigue, weight gain,cysts on fallopian, hair loss, she did not undergo confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding, blood clotting") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), cyst ("cysts"), alopecia ("hair loss"), migraine ("migraines"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with removal of the device). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, cyst, alopecia, migraine, anxiety and depression outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, cyst, depression, genital haemorrhage, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.